Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. An overlay patch was applied to the skin after the sensor was inserted into the abdomen on (B)(6) 2020. On the same day the sensor was inserted, the patient stated the sensor insertion area was itching, burning, had bumps around the area, and mild hives. The patient saw a physician on (B)(6) 2020, and she was instructed to discontinue using overlay patches and apply a non-prescription lotion to the area. At the time of the report, no other symptom or treatment details were provided. No additional patient or event information is available.